Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Item # unknown, unknown head, lot # unknown; item # unknown, unknown cup, lot # unknown; item # unknown, unknown stem, lot # unknown. Report source, foreign - event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08592.

Event description:
It was reported patient underwent a right hip revision surgery due to dislocation approximately 19.5 years post implantation. It was reported that patient fell over leading to the dislocation. Contributing factors for patient's fall are unknown. No additional patient consequences are known at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.